Event description:
Philips received a complaint from customer biomed reporting a v60 ventilator would not power on. The device was not in clinical use. There was no report of patient/user harm/injury. A philips remote service engineer (rse) reported the device turned on but with multiple errors indicating all power supply voltages are out of specification. The biomed confirmed the power management board was defective by exchanging a working power management board from another unit. The exchanged board resolved the problem. The rse advised customer of the 4th generation power management (pm) pcba and supplied the part number. The repair for this unit cannot be conducted at this time due to the power management (pm) pcba being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Amendment to the initial report's b5 (information was available but missed to be included. Only the evaluation method code is updated.) Philips received a complaint from customer biomed reporting a v60 ventilator would not power on. The device was not in clinical use. There was no report of patient/user harm/injury. A philips remote service engineer (rse) reported the device turned on but with multiple errors indicating all power supply voltages are out of specification. The biomed confirmed the power management board was defective by exchanging a working power management board from another unit. The exchanged board resolved the problem. The rse advised customer of the 4th generation power management (pm) pcba and supplied the part number. A philips field service engineer (fse) evaluated the unit and reported error code 1007 was displayed on screen when powering on device. The fse also reported multiple error codes were found in error logs. The fse reviewed service manual and diagnostic logs and determined pm pcba replacement was needed. The fse replaced the pm pcba, and the issue was resolved. The unit successfully passed required performance verification tests and returned to customer for use.